Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 pfna nail, part and lot number unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure the proximal femoral nail antirotation (pfna) blade was unable to lock and unlock properly. Another pfna blade was readily available to complete the procedure. No patient harm. This report is for 1 pfna nail, part and lot number unknown. This is report 2 of 2 for (B)(4).